Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2015 at 20:30:54. During night drain cycle five, the patient's ultrafiltration reading was 1177ml, indicating the home patient drained 1027ml more than their maximum programmed fill volume of 1500ml. No further information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. A review of the event history log verified the occurrence of an increased intra-peritoneal volume (iipv) event. Upon conclusion of the investigation, the cause of the iipv was determined to be use error, tidal total ultrafiltration removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.